Event description:
During arthoscopic knee surgery, the tip of the product was broken off. The case was completed with the broken piece left in the patient¿s body. It was reported that the product was reprocessed. The backup device was used to complete the case.

Manufacturer narrative:
The complaint device was not returned and therefore a physical evaluation cannot be performed. Based on the information provided, a root cause for the user to have experienced this failure cannot be determined. This is a single use device but it was reported that the device has been reprocessed. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. This failure was reviewed against the risk analysis document and found to be within the expected outcome. At this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.